Event description:
It was reported that during a da vinci hysterectomy procedure, it was noted that the wire on the pk dissecting forceps instrument was broken. There was no report that any piece(s) from the instrument fell into the patient and there was no allegation of any patient harm, adverse outcome or injury involving the reported instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Inspection of the instrument under a digital microscope found that the instrument has no broken wires. Failure analysis investigation also found the following damages: one of the instrument's grips is bent, causing side to side misalignment of grips. There is a .006 offset at the tips. The bent grip doesn't exhibit separation of the yaw pulley and the pulley cover at the glue joint, indicative of overloading at the tip. It was concluded that the damage to the instrument's grip was likely due to mishandling/misuse. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the instrument's main tube has various has various scratch marks with light material removal. The scratches are not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.